Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with device malfunction, being unable to inflate or deflate the device. Ventral penile curvature and discomfort were also reported, associated with the presence of tubing and the positioning of the reservoir. Additionally, fluid loss was identified in the cylinders and pump, and the pump remained flat. Surgery was scheduled for reconstruction of the corpora and replacement of the prosthesis. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100617075. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).